Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the cables were broken at tip. The one grip cable was broken at the distal clevis and there was evidence of wear on the idler pulleys. Engineering concluded the damage was likely linked to cable derailing off pulley, causing the cable to rubbing against idler pulley and breaking. The broken segment stuck out approximately .6370 at the wrist. Engineering also found frayed cables, corroded bearings and damaged blades. On the opposite side, a broken grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. The frayed cable was possibly linked to the broken cable. The bearings lying under each clamping pulley, exhibited signs of corrosion. Each axis still rotated freely with no resistance. In addition, the blades on the grips were damaged. There were multiple indentations along both bottom and top blades. Engineering concluded that damage to the blades was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci s surgical procedure that the megasuturecut needle driver instrument cables were broken at the tip of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.